Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had the implant because they got up 5-7 times per night, and patient reported when they had to go it took forever because of incontinence. It was reported that the trial instantly started to work. It was reported that the implant was working well already for incontinence, part of it was working good, and program 3 seemed to be working. Caller reported patient was not up to a very high level, just over 1, so not real high, and stated they had gradually been increasing the stimulation level. Caller reported last night they still got up, it was better than normal, but not as good as the trial. Caller reported patient¿s symptoms had improved. Caller reported the first night of the implant, patient was dehydrated and drank a lot of water, so it made sense that they would get up a little more. The past night the symptoms improved, but patient was still getting up 3-4 times to go to the bathroom. Caller reported there was an improvement, but they thought it might improve more as the stim was increased. Caller mentioned they tried to keep stim setting to where the patient was feeling it and it was comfortable. Patient reported that the day of the call they were hardly feeling stim, adding that they supposed that was normal until the patient¿s device was set to a higher setting. Additional information was received on (B)(6) 2018. It was reported that the patient had ¿real bad constipation¿ since the implant surgery. It was clarified that they had constipation before implant, but it seemed worse post-implant. It was also reported that therapy was working fairly good to start, but since (B)(6) 2018 the patient had been getting up at night feeling the urge to go to the bathroom, but ¿can¿t go.¿ they had 4 ¿no goes¿ that night and has continued to have ¿no goes¿ since. It was noted that they were feeling stimulation in their rectum. It was recommended that the patient follow up with their healthcare provider about their symptoms and changing programs. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.